Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crea plus creatinine plus (crea) on an analytical p module (pmod) analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a value of 170 accompanied by a data flag. No units of measure were provided. The sample was automatically repeated by the analyzer, resulting with a value of 15 accompanied by a data flag. The repeat result would display on the screen of the system software, but when trying to print the reaction monitor of the result, the system software indicates that there is no data to display. The customer questioned why the reaction monitor of the result could not be printed. On the data review display screen of the system software, the value of 15 appears to be greyed out and is not displayed in bold black. This may impact the interpretation of the result. Upon review of the analyzer alarm trace, no problems were observed. No adverse events were alleged to have occurred with the patient. The crea r1 reagent lot number was 281246. The crea r2 reagent lot number was 283351. The reagent expiration dates were asked for, but not provided.

Manufacturer narrative:
The units of measure used for the crea assay are ¿mol/l.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The alarm trace from the analyzer did not indicate any problems. A pre-analytic sample handling issue could be excluded based on the result difference and the fact the sample was prepared by a pre-analytics system. A carryover issue caused by the hardware could also be excluded as a possible cause.